Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly, vortex pcb and rtos (real time operating system) cpu assembly were evaluated and reseated. The ethernet cable between the gpos and rtos assemblies was also reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.